Manufacturer narrative:
The investigation for the flow saturation issue has been completed. The returned pump was visually inspected and biomaterial was observed on the impeller and in the purge gap. The cause of the issue was biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 40year old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were flow saturation numbers and waveforms on the screen. No additional information was provided. There was no reported harm to the patient.